Manufacturer narrative:
Manufacturer¿s investigation conclusion: this type of event has been previously investigated. Bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 (B)(4). Approximate age of device: 1 year and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the emergency room (ER) with symptoms of bright red bloody diarrhea. It was noted that the patient had a history of hemorrhoidal bleeds. The patient's hemoglobin had dropped and the patient's warfarin was stopped. The account performed a colonoscopy and it revealed diverticulitis, non-bleeding hemorrhoids, with no active bleeding. An endoscopy was also performed which revealed non-bleeding gastric erosions, hiatal hernia, and polyps. No active bleeding was found during the endoscopy. Per the account, the patient is stable, and will be followed up with a complete blood count (cbc). No further information was provided.